Event description:
The manufacturer was made aware of a thermal event to a continuous positive airway pressure (CPAP) device used in conjunction with a heated humidifier. There was no report of patient harm or injury. The manufacturer received the devices for evaluation and confirmed there was evidence of thermal damage to the dreamstation and humidifier, resulting in a void to the dreamstation CPAP enclosure. There were no exposed electrical contacts. The failures were likely a result of the devices being exposed to water ingress. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs.) It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." Product labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device. The user is instructed "when installing the water tank, do not allow any water to spill into the humidifier or therapy device. Do not fill the water tank above the maximum fill line. If the water tank is overfilled, water may leak into the therapy device, humidifier, or onto your furniture. Damage to the humidifier or therapy device may occur. Remove the tank, empty all water, and replace the empty tank before transporting the humidifier base. Do not attempt to fill the water tank while it is still inside the humidifier. To avoid spilling, do not disconnect the humidifier from the therapy device with water in the tank. Remove the water tank from the humidifier before disconnecting the therapy device. Do not move the humidifier while the water tank has water in it." These devices meet all iec and ul standards for flammability. The manufacturer concludes this is an isolated event and will continue to monitor complaints and act accordingly. No further action is necessary.